Event description:
Adverse event(s): "eye cannot focus, worse on the short distance" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, the desired result to decrease the difference (more than seven diopters) between both eyes was not achieved. He stated that the operated eye cannot focus and that it is even worse with near vision. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the devic remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).